Manufacturer narrative:
Concomitant bwi product used during the procedure: carto 3 system: model #: m-4800-01, (B)(4).

Event description:
It was reported that during an a-fib ablation procedure, the carto 3 system the software had suddenly crashed and a reboot was required. After the reboot the system worked properly. The complaint reported is not indicative of a reportable event. Upon service of the carto 3 system by bwi field service engineer more information was provided that there was a pericardial issue. Multiple attempts were done to obtain more information regarding the pericardial issue. Further detailed information on this event and the bwi catheter product used was finally provided on (B)(6) 2012, stating that after the procedure, a mild pericardial effusion occurred. There was no evident correlation with the system software crash. Pericardiocentesis was performed. The physician managed to finish the case successfully. The event was stated to be unrelated to the device or procedure. This catheter in use during the procedure was stated to be functioning properly it was discarded after the case.